Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient complained that his ambicor penile prosthesis (app) wouldn't stay inflated. All components were removed and replaced. The patient had a good outcome. Additional information received. It is suspected that the device had a hole. Upon removal, there was a lot of air in the system.